Event description:
It was reported that the burr got stuck with the wire. The target lesion was located in the severely tortuous and severely calcified mid right coronary artery (rca) to distal right coronary artery (rca). A 1.50mm rotapro and rotawire were selected for percutaneous coronary intervention (pci). After the procedure, it was noted that the burr got stuck with the wire. The procedure was completed using the original device. There was no patient injury and the patient was stable after the procedure.

Manufacturer narrative:
E1: initial reporter phone: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. A visual examination of the device found that for a length of 11.8cm from the handshake connection of the burr catheter, the coil was detached. The distal portion of the coil, which included the burr, failed to return for further analysis. There were numerous sheath kinks to the device. A microscopic examination of the device found no damage or irregularities. As a review of the DHR shows that the device was manufactured per specification, review of the instructions for use indicates that the device is not to be used if damages or defects are identified prior to use, and the reported events do not indicate any damages or defects to the device during unpackaging or preparation, it was considered likely that the reported events occurred as a result of factors encountered during the procedure.

Event description:
It was reported that the burr got stuck with the wire. The target lesion was located in the severely tortuous and severely calcified mid right coronary artery (rca) to distal right coronary artery (rca). A 1.50mm rotapro and rotawire were selected for percutaneous coronary intervention (pci). After the procedure, it was noted that the burr got stuck with the wire. The procedure was completed using the original device. There was no patient injury and the patient was stable after the procedure.